Event description:
Patient reported that when trying to infuse last night ((B)(6) 2024) the needle on the pre filled syringe was broken and he could not screw on the rapid connector to extract the medication, no other specifics regarding defective device. Unknown if patient missed a dose; no adverse events reported; unknown if device available for return; unknown if md is aware. No further information, indication: combined immunodeficiency, unspecified; nonfamilial hypogammaglobulinemia. Reported to (B)(6) by: patient/caregiver.